Event description:
Same case as MFR report #: 2134265-2009-03308. It was reported that in preparation for a percutaneous coronary interventional procedure, wire breakage occurred. The lesion to be treated was the mid left anterior descending artery. During platforming of the rotablator rotalink plus system to set the rotational speed, the 1.5mm burr came in contact with the floppy rtw guide wire and caused the wire to fracture. This occurred outside the patient's body during preparation. The procedure was successfully completed with another of the same devices. Patient status was reported as 'no problem'.

Manufacturer narrative:
An initial examination of the complaint plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the advancer. A tug test was carried out on the rotablator plus unit as per procedure. No issues were noted. A connect/disconnect test was carried out as per procedure. No issues were observed. A test guide wire was inserted in the rotablator plus unit. No issues were noted. The rotablator plus unit was wet tested and speed was not met. The turbine was dismantled and a melted ultem was evident. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation of the device. The burr was microscopically examined and the burr annulus was mishapen and flared. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause for the event description is user/use error. The device was not used in accordance with the directions for use (dfu). The dfu states "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer". (B)(4).